Manufacturer narrative:
The cse was at the customer site prior to the customer calling the siemens customer care center to review the instrument performance. At the time the cse performed the following: cleaned and re-installed the rear wash block due to build up, aligned the reagent probe, flushed the sample probe to clear multiple aspiration errors, decontaminated the acid and base lines and reagent probe wash port, cleaned the luminometer and deionizer, and verified dispense volumes. The customer calibrated and ran quality controls. Ccc re-dispatched the cse to the customer site. The cse replaced the luminometer and wash block, verified acid, base, and aspiration probes function, and cleaned the luminometer and solid waste drawer. The acid dispensing was above the expected value and acid reagent residue was found on rings and on new cuvettes, causing errors in the luminometer and tni-ultra results. The cse replaced the acid and base pumps and all tubing for re-suspend. The cse also replaced acid and base nozzles, removed and cleaned the incubation ring, and verified all aspiration and dispense volumes. The customer calibrated and ran quality controls. The cse returned to the customer site and discovered the tubing from the luminometer aspirate probe was detached. The cse arranged the base tubing loop to allow space for probe tubing. A precision study was performed following service, and the results obtained were consistent. The cause of the discordant, falsely elevated tni-ultra results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on patient samples on an advia centaur cp instrument. The customer repeats any sample greater than 0.1 on an alternate advia centaur cp instrument. The customer reported three occurrences of patient samples which were repeated on the alternate advia centaur cp instrument and resulted negative. The customer then repeated the samples on the original instrument, and results were also negative. Discordant results were not reported to the physician(s). The customer reported the negative results as correct to the physician(s). The customer also reported delay in patient testing due to performing multiple repeat testing to verify the correct result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.